Manufacturer narrative:
The insulin pump received with no up button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked lcd window.

Event description:
The customer called and reported the numbers were scrolling continuously on the insulin pump while customer tried to enter in values. Customer was advised the insulin pump needed to be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.